Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a broken hanger assembly. It was also noted that the output connector assembly of the device was broken, the display wire insulation was pinched without compromise to the insulation, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the pole hanger of the external pulse generator (epg) was broken off. The epg has been returned for repair. There was no patient involvement. It was further reported that the returned external pulse generator (epg) subsequently tested out of specification during manufacturer¿s analysis.